Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not returned.

Event description:
It was reported that the patient baseplate and peripheral screws dissociated from their native bone. The surgeon decided to removed the original baseplate and screws and reinstall new hardware for the patient.